Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion to be treated was in the rca, with moderate tortuosity, moderate calcification, and a 100% stenosis. This was an ami case. The lesion was predilated with another company's balloon catheter. Then, the 3.5 x 20 mm esprit balloon catheter was selected for additional predilation when the balloon ruptured. Another company's balloon catheter was also selected, predilation was performed and another company's stent was deployed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Factors that contribute to balloon rupture include balloon damage during manufacturing, interaction with other devices, exceeding rated burst pressure (rbp), patient anatomy, lesion calcification, or lesion tortuosity. The lesion was moderately tortuous, moderately calcified, and 100% stenosed, which could have contributed to the balloon rupture. A review of the balloon rupture testing for this lot performed during reliability engineering showed the data exceeded rbp. A thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.